Event description:
It was reported that a wire/needle/cannula damaged or missing issue occurred. The wearable was inserted into the arm. No product or data was provided for investigation. Problem could not be confirmed, and probable cause cannot be determined. No injury or medical intervention was reported.

Manufacturer narrative:
(B)(4).

Event description:
Subsequent to the initial MDR, additional information became available.